Manufacturer narrative:
This is 8 of 8 MDR reports submitted for this literature article.

Event description:
It was reported in the journal of actas urologicas españolass a cohort study comparing prostate photovaporisation with xps 180w and hps 120 w laser. The cohort study was conducted with a series of 191 consecutive patients who underwent photovaporisation hps 120w laser pv between january 2008 through december 2011 and xps 180w between january 2012 through may 2013. The study results published that out of 109 patients that underwent prostate pv with hps 120w system, the following complications were observed: 14 mild hematuria with no transfusion required, 3 uti no febril, 1 uti febril and 4 acute urinary retention. In addition, the results published that of the 82 male patients with a mean age of 69.9 and prostate volume of 53.9 that underwent prostate pv with xps 180w system, 8 patients experienced mild hematuria with no transfusion required, 2 uti no febril, 1 uti febril and 1 acute urinary retention. This report is for 1 acute urinary retention treated with xps.